Event description:
It was reported that patient presented for a follow-up in clinic. It was noted that the right ventricular lead exhibited noise. The lead was capped and replaced on (B)(6) 2025. There were no patient consequences.